Event description:
Pt with a history of breast ca, and left radical mastectomy underwent surgery to remove a right breast implant and evaluate possible (r) breast mass. Surgery confirmed ruptured (r) silicone gel implant. (R) breast mass confirmed as breast ca.